Manufacturer narrative:
The customer checked the procell aspiration filter and the filter was found to be loose when checking after the initial and repeat measurements of the sample. The field service engineer checked the proper mounting of this filter after the event occurred.

Manufacturer narrative:
It has been confirmed that the patient's date of birth is correct. The age of the patient was (B)(6) at the time of the event.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for thyrotropin (tsh). During the first run of the patient sample, the analyzer generated a sipper alarm with no result. The sample was automatically repeated by the analyzer, resulting as 0.21 uu/ml. The sample was then repeated on a different e601 analyzer, resulting as 1.55 uu/ml. The 1.55 uu/ml value was reported outside of the laboratory and the customer trusts this value more than the 0.21 uu/ml value. The patient value was expected to be within the normal expected value range. The patient was not adversely affected. The tsh reagent lot number was 184998. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
Calibrations and quality controls were acceptable. A reagent issue was excluded. Investigation of the event determined the root cause is attributed to the handling of the procell aspiration filter during maintenance performed by the customer. If the procell aspiration filter is not mounted correctly, procell foam can be formed. This foam may not always be detected by the analyzer. Consequently not all results are flagged. The customer should check the reservoir cups for bubbles and verify the aspiration filter mounting.

Manufacturer narrative:
This event occurred in (B)(6). A patient age of "(B)(6) years" was also provided. A clarification of the patient's age at the time of the event has been requested.